Event description:
The consumer alleges "the part the control sets on, fell off when I leaned over so my wife could dress me, and I fell out on my face and broke my ankle".

Manufacturer narrative:
Manufacturer rec'd letter from the consumer indicating when they were getting dressed, and had leaned over a component of the chair when incident had occurred. Maintenance and service history are unknown. Information indicates chair is still in use. No confirmation of alleged injury in consumers letter. MDR filed as a conservative measure.